Event description:
Caller states that she tested multiple times within 2 hours with the following results: 357mg/dl, 226mg/dl, 444mg/dl, 410mg/dl, 431mg/dl, 431mg/dl. Based on these results, customer went to the hospital where she tested 91/mg/dl forty five minutes later on the hospital device. No treatment received. Customer did not medicate herself between her tests and the doctor's tests. No quality controls were used. Requested return of suspect device and replacement was sent.